Manufacturer narrative:
Product analysis # (B)(4) :equipment used: video inspection system (m-78210), ruler 200cm (m-83361). Drawing(s) referenced: (B)(4). As found condition: the pipeline vantage shield and the phenom 27 catheter were returned for analysis within shipping box; and within primary and secondary plastic bio-pouches. The pipeline vantage shield returned within the phenom 27 catheter. Damage location details: the pushwire was returned extending out from the hub. In addition, distal braid end, sleeves and tip coil were deployed from catheter distal tip. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. The distal and proximal ends of the pipeline vantage shield were found fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damages were found. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The pipeline vantage shield was pushed from catheter lumen without any issues. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues. ¿onclusion: based on the analysis findings, the pipeline vantage could not be confirmed to have failure to open as the pipeline vantage shield braid was found to be fully opened and damaged. However, the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the pipeline had the wrong place. The doctor tried to change the place of the device, but the pipeline didn't open. There was no damage observed to the pipeline pushwire or catheter. It was noted that only one pipeline was being used when the movement occurred. Ancillary device included a phenom catheter.

Event description:
Medtronic received a report that it was planning procedure and it was a dissecting aneurysm. The healthcare provider (hcp) first used a flow diverter p64; however, it did not work. Hcp tried using a pipeline; however it did not work. Hcp finished using ordinary stent with coils and the procedure was successful. There was movement during placement (difficult placement/positioning). Multiple pipeline devices were not being used when movement occurred. There was moderate friction or difficulty during delivery or positioning. The pipeline was not implanted at the intended location. There were no additional steps required to remove or secure the pipeline. The pipeline did not miss the landing zone.  The pipeline was placed at least 3mm past the aneurysm neck on each side. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Angiography post procedure revealed operating dissecting aneurysm. Ancillary devices include an unknown microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.